Event description:
It was reported that after 18 cm of the vascular stent had been deployed, the deployment trigger became non-responsive. The handle was opened and hemostats were used to pull the wire and delivery sys simultaneously to complete the stent deployment. No report of pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.